Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jam-staples not forming/closing" could not be confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Additionally, the customer returned two fully formed staples fired by the customer. No defects were observed on the fired staples returned by the customer. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "it was reported that the skin stapler was misfiring during use on patient. Closing was open." No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "it was reported that the skin stapler was misfiring during use on patient. Closing was open." No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).